Event description:
Information was received from a manufacturer's representative (rep) via a patient (pt) regarding an implantable neurostimulator (ins)/external device - the reason for call was caller reported patient was not able to charge, and that the recharger antenna was getting hot. The caller was not with the patient, but was calling on their behalf because the pt said they tried calling multiple times and sat on hold for 45min. Pt told rep they wanted to have their ins removed because they never could get through for assistance. Agent asked when pt started to experience the issue and caller said they had their programmer replaced in the past, so this 'had been going on;' event date uncertain. Agent called pt back to gather further information. Pt said the event date of the start of the issue was with connectivity problems about 6 months ago. Pt said the controller took and hour to charge their ins battery to 30% on good quality and they sometimes lose connection very easily by moving around. Pt said the recharger would get hot and they were afraid it would burn them, but confirmed they hadn't been physically burned. Pt said their controller battery was old and causing the issue as well and didn't understand how the battery could drain so much when the ins only went up to 30%; agent reviewed information and pt became escalated, because they would have to spend half a day on the phone just to contact anyone at medtronic. Pt said they were going to do what their doctors told them to do, which would be to use medical marijuana which would better manage their pain than their ins. Agent agreed to send both the battery and recharger. Pt mentioned they had 'gone through' a battery right in the beginning.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed complaint unverified, rtm never got hot after running it for 10 mins. No anomalies were visually observed. Passed final functional test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.